Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026. It was stated that the infusion set tubing detachment which leads to high blood glucose levels upto 600 mg/dl and the patient went to the emergency department.